Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed as the device tested ok. However, the evaluation did find that the device failed a leak test due to a puncture on the cable insulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the camera head integrity was compromised and they are unable to reprocess the device. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g2 because health professional was missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (sterile processing compromise the integrity, and customer was unable to reprocess it) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.